Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the haptic broke and did not come out of the cartridge during implantation. Additional information received stating the lens went into the eye and the surgeon had to widen the incision to remove the lens. A suture was used to close the wound. The surgeon did not have another lens to implant so the procedure was not completed. The surgeon completed the procedure the next day with no further complications.